Event description:
The pt experienced paralysis from the waist down. The health care professional moved the implantable neurostimulator and this resolved the issue. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).